Manufacturer narrative:
Unit was evaluated and it was found to have been over activated a number of times causing the unit to overheat and fail.

Event description:
Allegedly, the doctor was performing a bipolar turbt procedure on a patient when the unit showed an error code and overheated and shut down. The doctor was able to use other monopolar instruments and another esu to address bleeding and then he cancelled the procedure. There was a delay of 20 minutes to get monopolar instrumentation into the procedure, but that delay had no patient impact. The patient came back in 2-3 weeks for another procedure to complete turbt. The hospital states the patient was not injured during the first procedure.